Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant, high capture thresholds and variance impedance measurements were observed. The lead was replaced. The patient was stable pre, during and post-implant.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.